Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and discussed with the physician and field representative that the patient will continue to be monitored. No adverse patient effects were reported. At this time, this device system remains in service.